Manufacturer narrative:
This medwatch is for the suspect device used in aviva system #2. Please see medwatch for suspect device in aviva system #1.

Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 330 mg/dl and 280 mg/dl on system #1 and 135 mg/dl on system #2. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.